Manufacturer narrative:
Concomitant products: tyrx-aae envelope implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), that was implanted with an antibacterial absorbable envelope, was explanted due to an infection. Cultures were taken and the organism was identified as pseudomonas bacteria. No further patient complications have been reported as a result of this event